Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00891. It was reported the patient is not receiving effective therapy due to high impedances. Fluoroscopy imaging confirmed the lead migrated. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00891. Additional information received the entire system was explanted and replaced on (B)(6) 2019. Patient now has effective therapy.